Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year female patient with cough, fever, shortness of breath. There was no additional patient information available at the time of this report. Return product is available. (B)(6). Samples collected and tested on (B)(6) 2018. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 04/04/2018. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). A deficiency for chem8+ lot h17318 has been previously determined for bun results outside of ea. The issue is related to calibrant bubbles which is being investigated under (B)(4). In addition to bun, an elevated rate of calibrant bubbles can cause an elevation in the rate of points outside ea for the other sensor tests in the chem8+ cartridge; therefore, this deficiency is related to unexpected na+, k+, cl-, bun and tco2 results..